Manufacturer narrative:
All buttons functioning properly. However unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in. O ring missing. Creaked battery tube thread. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's ring has come away. The battery compartment is also cracked. Customer's blood glucose level was 2.8 mmol/l. The device was returned.